Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device cautions that "low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears". All catheters are 100% inspected at the time of manufacture. Additional patient/device information: patient age, gender, and weight were reported. It was later reported that the patient underwent surgery on (B)(6) 2014 and (B)(6) 2014 to remove the catheter tip. (B)(4).

Event description:
It was reported to medtronic neurosurgery that upon removal of an edm lumbar catheter, the catheter tip broke. According to the report, the patient was taken to surgery twice to remove the catheter tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.